Event description:
According to the reporter, during a laparoscopic appendectomy, while being applied in the mesoappendix, the scrub tech initially could not get the stapler loaded. The surgeon attempted as well but it would not load at that point. A new stapler was opened. The surgeon put the load on the stapler and it worked just fine. The surgeon gave the stapler to the srcub tech to have it reloaded. The scrub tech gave it back to the surgeon, it was put across the mesoappendix (blood supply), closed it, then tried to fire it but it would not deploy the staples. The surgeon was able to put in an additional trocar, took a third stapler (which the surgeon loaded himself and it worked just fine), and stapled across a different place on the mesoappendix. The original stapler was then tried to be pulled off of the mesoappendix and the reload came undone from the handle, staying inside of the patient and unattached to anything the team could use to pull it out. Obviously the staff could not leave the stapler tip in the patient. Ultimately, the surgeon was ableto get it out through one of the ports with the use of some graspers and an additional trocar. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while being applied in the mesoappendix, the scrub tech initially could not get the stapler loaded. The surgeon attempted as well but it would not load at that point. A new stapler was opened. The surgeon put the load on the stapler and it worked just fine. The surgeon gave the stapler to the srcub tech to have it reloaded. The scrub tech gave it back to the surgeon, it was put across the mesoappendix (blood supply), closed it, then tried to fire it but it would not deploy the staples. The surgeon was able to put in an additional trocar, took a third stapler (which the surgeon loaded himself and it worked just fine), and stapled across a different place on the mesoappendix. The original stapler was then tried to be pulled off of the mesoappendix and it came undone from the handle, staying inside of the patient and unattached to anything the team could use to pull it out. Obviously the staff could not leave the stapler tip in the patient. Ultimately, the surgeon was able to get it out through one of the ports. There was no patient injury.